Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code displayed) has been confirmed.  Upon investigation the monitor displayed a service code 203(pulse test fault).  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 and a shorted q10 transistor on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.